Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7078432. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that following the deep brain stimulation (dbs) implant procedure, the patient developed delirium. The physician attributed this event to a micro-destructive effect following lead placement. As the patient was already hospitalized post-implant, he remained under medical care. The delirium has since subsided. Additional information was received that the patient has not been discharged from the hospital.

Event description:
It was reported that following the deep brain stimulation (dbs) implant procedure, the patient developed delirium. The physician attributed this event to a micro-destructive effect following lead placement. As the patient was already hospitalized post-implant, he remained under medical care. The delirium has since subsided.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: 7078432. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7078432.

Event description:
It was reported that following the deep brain stimulation (dbs) implant procedure, the patient developed delirium. The physician attributed this event to a micro-destructive effect following lead placement. As the patient was already hospitalized post-implant, he remained under medical care. The delirium has since subsided. Additional information was received that the patient has not been discharged from the hospital. Additional information was received that the patient was discharged from the hospital. Psychiatric symptoms remain under ongoing observation and clinical monitoring.